Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4), result of examination: a visual investigation was performed. The device showed age related signs of tear and wear, but no external damages could be detected. A technical safety check (tsc) and a functional test were perfomed. Due the technical safety check and a delivery accuracy measurement according was arranged. Further the downstream sensor was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). No malfunction or other problems could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. If we will get an investigation report, we will create the final report for the authority.

Event description:
As reported by the user facility (translation of user facility information in brazil): "over infusion/operating unit" rate was set to 27 ml/h (8mcg/kg/min of dobutamine). The pump alarmed and altered the rate of the pump to 76 ml/h.